Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the information was given to them by the patient and his mother. There had been no signs of improvement since implant, despite multiple increases. The catheter access port (cap) could not be aspirated. The plan was to either re-attempt to aspirate or give a 50mcg bolus and assess the results. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at an unknown dose via an implanted pump for intractable spasticity and familial spastic paraparesis. It was reported the patient was not having therapeutic relief with his pump. The rep was notified on (B)(6) 2018 and they performed a dye study and they were not able to aspirate from the catheter access port (cap). The doctor did do imaging (lateral) to see if it was in the cap reservoir. The rep reported they were not confident they were fully in the cap. The reason for the dye study was due to the clinic doing multiple dose increases with the patient since implant ((B)(6)2018) and the patient had no relief. There were no volume discrepancies and no issues with the pump other than the patient not getting good efficacy. The managing doctor and surgeon would be discussing what to perform next for the patient. No further complications were reported/anticipated or expected.